Event description:
(B)(4).

Manufacturer narrative:
The subject device was not returned to the MFR. No eval of the defective material was returned and the material that was removed and classified as a piece of a needle was reported as having "dissolved away" during the cleaning process of dried human fluids attached to the needle. The material is no longer available for eval. The fact that the material first reported as a needle and the needle is made from 304vm ss would not have dissolved away by soaking the materials in corrosive bleach as reported to the MFR. It is not clear to the MFR that the material was actually a fragment from the needle something else not identified at the time of this report.